Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device did not reroute to a pocket containing medication after the original pocket was empty. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device did not reroute to a pocket containing medication after the original pocket was empty. The technical support specialist dialed into the med es application server, logged into system, and navigated to reports > run reports. An all-discrepancies report was executed, filtered by the affected medid and station. The results showed that on [07/18/2025 13:49:42], the system detected 2 units in tower drawer 1 ¿ pocket 33, while a physical check confirmed 0 units. This discrepancy caused the system to continue routing users to the empty pocket due to incorrect inventory data. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device did not reroute to a pocket containing medication after the original pocket was empty. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.